Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "patient complaining of pain. Taken to surgery by dr. (B) (6). Replaced ps tibial insert. Some yellowing on insert around the post noted. Also noted third body wear by the surgeon."